Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received an unspecified alarm. Additionally, the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose due to the reported issues. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.